Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. When the patient left church on (B)(6) 2021, he checked his cgm which was 104 mg/dl. The patient stopped at a grocery and once inside, the patient felt low and his cgm displayed 74 mg/dl. A few minutes later, he was unable to walk and ¿went blank¿. Paramedics from the local fire department were in the store at the time of the event and they attended to the patient whose bg was 21 mg/dl but the cgm displayed 40 mg/dl. The patient was given orange juice with sugar (3 bottles, volume per bottle was not provided) and the patient became more alert. When he was able to walk, his wife was able to drive him home where he ingested a sandwich and popcorn. At the time of the call and post-event, the patient¿s cgm was 230 mg/dl on the app, 217 mg/dl on the receiver, and his bg was 214 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.